Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es narcotic count did not correctly prompt for accessed medications dispensed. The inventory count was even, and no count was required; however, it was not displayed under the inventory count. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed device event reports, data synchronization status, and database values, confirming that the station was uploading data correctly and no synchronization or communication issues were present. Although the customer reported that a narcotic (medid 3010) did not appear under accessed controlled during end-of-shift count despite being removed, analysis of transaction data showed that multiple controlled medications (20 total) had been accessed since the last inventory count, and the system correctly displayed the total count of accessed controlled meds rather than listing individual medication names. Product support engineering confirmed that this was expected system behavior, as the accessed controlled function only display the number of medications accessed and not specific drug names to prevent potential diversion risks. Therefore, no system defect was identified, and the issue was concluded to be a misunderstanding of functionality, after which the customer was informed and the case was closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es narcotic count did not correctly prompt for accessed medications dispensed. The inventory count was even, and no count was required; however, it was not displayed under the inventory count. However, there were no delays, adverse events or injuries reported based on this event.